Event description:
This patient had silicone breast implants placed in august of 1980. In 1986 she developed arthralgias of the knees, fingers and toes with imtermittent swelling of the fingers;in the morning. In addition she had developed fatigue and other symptoms suggestive of connective tissue disease. A bilateral capsulectomy with removal of the implants was performed. Both implants were intact but stickyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.